Manufacturer narrative:
Investigation summary: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Needles were packed in machine (B)(4) (november 25th, 2017) during which 56 visual inspections were carried out with zero defects noted. Assembled needles (# (B)(4)) were assembled in machine # (B)(4) (october 27th-november 5th, 2017) during which 343 visual inspection of (B)(4) units each were performed with 1 rejection noted (# (B)(4)) related to flashes in shield would not affected the reported issue. Conclusion: based on available information, we determinate the glue detected by customer should be epoxy (adhesive used to join metal part with needle plastic part - hub). This issue occurred in the assembly process in which the adhesive is added to the hub, probably because of some temporary stoppage in the process or any "deadjustment" of the epoxy dosage machine. As a consequence, higher quantity of epoxy was added to and felt down the hub resulting in the observed issue. Root cause: "deadjustment" of the epoxy dosage machine. Rationale: we can ensure that the probability of finding this kind of defect is an isolated issue and any recurrence is really unlikely in our products since review syringe DHR showed no indication of the alleged defect, and since this is the first time this lot is reported for this defect, no actions are required.

Event description:
It was reported that foreign matter was found on a bd microlance¿ needle. No report of serious injury or medical intervention.

Event description:
It was reported that foreign matter was found on a bd microlance¿ needle. No report of serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no.